Event description:
On 06/12/07, a call was received notifying the company that three bone anchors had post-operatively pull-out of the implant site as noted on x-ray at follow-up visit. Surgeon indicated female pt had poor bone quality as noted at time of initial surgery.

Manufacturer narrative:
A revision surgery was performed by dr. In 2007, to remove three implants. Rotator cuff repair was then completed using transosseous tunnel method, since pt had poor bone quality for anchor retention. Pt is reportedly doing fine after second surgery. The instructions for use contraindicate for use if this anchor in pts with poor bone quality. MDR faxed to FDA 07/19/07.